Manufacturer narrative:
Concomitant products: product ID 97740, serial # (B)(4), product type programmer, patient; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2014, product type lead; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2014, product type lead; product ID 97754, serial # (B)(4), product type recharger. (B)(4).

Event description:
It was reported that there was a shocking or jolting sensation. Adaptive stimulation was set up to turn off completely when the patient would lie down because the patient¿s pain was when he was upright. That was working fine until about 1-1.5 weeks prior to this report. When he would lie down, he would get the shocking feeling and stimulation wouldn¿t turn off. He would have to disable adaptive stimulation and then start again. It will work one time and then start doing it again. Follow-up was performed to determine if any troubleshooting had occurred, if a cause had been determined, if the issue was resolved, and if the patient had any further concerns. This event will be updated if additional information is received.